Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2013 I had surgery on hip implant replacement system, which was manufactured by depuy (B)(4), a division of (B)(4) company. The hip implant replacement system was purchased from the depuy authorized representative in (B)(4), 2013 (serial number of hip implant replacement system is attached). The lifetime warranty for hip implant replacement system is 25 years as the authorized representative in (B)(4) promised me. After medical monitoring on (B)(6) 2017 I became aware that instead of resulting longer-lasting and durable new hip I have the damage of hip implant. Now I need an urgent second surgery to change two ceramic femoral heads (x-ray picture is attached). The authorized representative in (B)(4) (business card is attached) delays the decision-making process on compensation for new ceramic femoral heads, reimbursement of expenses on second surgery and rehabilitation after surgery. So I decide to contact depuy division of (B)(4) company, because I am looking for compensation I deserve. The compensation should include new ceramic femoral heads and monetary compensation on second surgery and rehabilitation after surgery. Update 15-aug-2017: information received that the liner fractured, not the femoral head. This complaint was updated on: 15-aug-2017 update: 30 nov 2017: additional information received. It was reported that there is a fracture of ceramic head. This complaint was updated on dec 8, 2017.

Manufacturer narrative:
"In 2013 I had surgery on hip implant replacement system, which was manufactured by depuy (B)(4), a division of the johnson and johnson company. The hip implant replacement system was purchased from the depuy authorized representative in (B)(4), 2013. The lifetime warranty for hip implant replacement system is 25 years as the authorized representative in (B)(4) promised me. After medical monitoring on (B)(6) 2017, I became aware that instead of resulting longer-lasting and durable new hip, I have the damage of hip implant. Now I need an urgent second surgery to change two ceramic femoral heads. The authorized representative in (B)(4) delays the decision making process on compensation for new ceramic femoral heads, reimbursement of expenses on second surgery and rehabilitation after surgery. So I decide to contact depuy division of the johnson and johnson company, because I am looking for compensation I deserve. The compensation should include new ceramic femoral heads and monetary compensation on second surgery and rehabilitation after surgery. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.